Event description:
It was reported by service report that the top left rail was broken with exposed sharp edges and the rail could not be locked. No patient involvement or adverse consequences are reported.